Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, prompting a replacement, and the device had normal charge with no reported temperature-related influence, while blood glucose remained unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included an outcome that does not match an available predefined impact term. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive key/button, with the affected component identified as the switch/relay. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.